Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was deployed and it was not communicating with the recorder. They used another capsule, but it was also not communicating with the recorder. Sales representative stated that they did achieve a successful calibration before placing the capsule for both attempts. There was no patient and user harm.